Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the capture threshold was high. The ventricular capture management weekly trend data showed an average threshold of 1.75-2.5 volts, then a maximum threshold of greater than 2.5 volts from (B)(6) 2014 to (B)(6) 2015. No additional threshold data was available after (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing. Patient presented at emergency room with pre-syncope, and then experienced syncope with intermittent complete heart block. The lead was reprogrammed however the threshold was high in both the unipolar and bipolar pacing configurations. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise and a possible insulation breach.